Event description:
It was reported that during a percutaneous coronary interventional procedure, insertion difficulties were encountered. The pt2 guide wire was being inserted into a 6f other manufacturer's cannula and introducer sheath when difficulty was encountered. Upon removal, it was noted that approximately 2cm of the distal coating on the guide wire had detached. The guide wire had not entered the patient's body. The procedure was completed with a different device, and patient status was reported as 'stable'.